Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager failed, unable to recover. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager failed and unable to recover. A field service engineer shutdown the device and cleaned the latches, applied grease to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.